Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694758 lead implanted: (B)(6) 2007; 419478 lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was early battery depletion. High atrial threshold was also noted. The device was explanted and replaced, and the atrial lead was capped and replaced. No patient complications have been reported as a result of this event.